Event description:
An arjohuntleigh service technician had a phone call late friday afternoon, regarding an entroy chair that had tipped when used for transferring a resident from the chair to a wheelchair. The resident fell to the floor. According to the person in charge, the entroy chair sub chassis loosened from the chair. Arjohuntleigh service technician will visit the place.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc, on behalf of the MFR arjo (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.